Manufacturer narrative:
H6: investigation summary: one photo was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. There was no visible damage or molding defects noted in the syringe that could have caused the leak and the stopper appeared to be properly assembled onto the plunger rod. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. As the lot involved in this incident are unknown, a device history review could not be performed and retained samples could not be evaluated. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that 9 unspecified bd¿ luer lock syringes leaked during use. The following information was provided by the initial reporter: "leak in 50ml luer lock syringe plunger. Bn: 20218 (exp 05/2022). 9 units affected. Occurred upon filling smoflipid batch using medimix mini syringe pump. Leak was apparent immediately and rejected."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 9 unspecified bd" luer lock syringes leaked during use. The following information was provided by the initial reporter: "leak in 50ml luer lock syringe plunger. Bn: 20218 (exp 05/2022). 9 units affected. Occurred upon filling smoflipid batch using medimix mini syringe pump. Leak was apparent immediately and rejected."